Event description:
It has been reported to philips that the device port for etco2 cannula is broken.

Event description:
It has been reported to philips that the device port for etco2 cannula is broken.